Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 22,095 joules. Add'l info reported by the customer was the beam was tested prior to use inside of the pt. The beam was visible. During the procedure, the pt did not experience any harm from the incident. There were no error codes that were displayed on the console when the event occurred. The user did not experience any injury from use of the system. The current status of the pt is unk.